Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had issue with air bubbles in her reservoirs. The customer blood glucose level was unknown. The customer had issue with insulin flow blocked and had discarded several tubes. The customer declined troubleshooting. The reservoir will not be returned for analysis.